Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2009, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Due to poor imaging quality, the celiac artery was inadvertently marked as the location of the renal artery. The trunk-ipsilateral leg component was placed at the level of the celiac artery, unintentionally covering the sma (superior mesenteric artery) and renal arteries. The following day, a reintervention occurred, whereby an aorto-sma bypass was performed. The pt tolerated the procedure. However, there was reported post-op hemorrhage that evening. The following day, a bowel resection was performed; at the end of the procedure, the pt's blood pressure dropped rapidly and the pt expired. The exact cause of death is unk.